Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that there was warmth at the ins site. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; root cause and contributing factors to warm at the ins remain unknown. Follow up has been conducted to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's weight was approximately (B)(6). The cause of the warmth has not been determined as per the physician, but after speaking with the patient again it is no worse. This was confirmed with the physician. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimul ator for spinal pain. It was reported that there was warmth at the location of the stimulator. There was no sign of infection per the doctor. The warmth was present at the stimulator site when charge and not charging. Therapy was working fine. No further complications were reported as a result of this event.